Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawers 4 (mini) and 5 (matrix) were not communicating with the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue began with one mini engine failing and being unrecoverable for drawer 4. After rebooting, both mini drawer 4 and matrix drawer 5 went off bus. The back panel was opened, and diagnostic lights were not visible. After powering off the station and unplugging all drawers except matrix drawer 5, the board still did not have lights. A field service engineer (fse) found that when mini drawer 4 was plugged in by itself, it had lights, but drawer 4.1 mini would pop open and not lock. After powering off the station, the mini drawer locked. Upon powering back on, mini engine 4.11 had the same issue. The matrix drawer 5 pyxibus board and mini drawer 4 controller board were replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the mini drawer 4 and matrix drawer were not communicating with the bus. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that there were thermal damage on the pcba ctrl mini drawer pyxibus, faulty diode led3 on the pcba controller bin&fh pyxibus and physical damage on the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name - (B)(6) hospital. Additional information: section h imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d medical device model, unique device identifier (UDI), section e initial reporter facility name, initial reporter occupation and other occupation, section g manufacturing location, reporting source. The report condition of drawers 4(mini) and 5(matrix) are not communicating with the bus was confirmed during fse testing and subsequently confirmed during the dchu testing and inspection process. According to work order # (B)(4), the fse reported that issue started with 1 mini engine failing and unrecoverable for drawer 4. The fse opened up back panel and did not see proper diagnostic lights for drawer 4 or 5. Then, the fse powered station off and unplugged all drawers besides matrix drawer 5 and upon boot up the board still did not have lights. The fse powered station off and plugged in mini drawer 4 by itself and it had lights but when testing drawer 4.1 mini it would pop open and would not lock. Powered station back on and tested mini engine 4.11 and it had the same issue. Finally, the fse powered station off and replaced matrix drawer 5 pyxibus board and mini drawer 4 controller board. The report was closed. During dchu visual inspection: pn 126265-01 5491736804: the pcba ctrl mini drawer pyxibus was received burnt pin from the connector (j1). Pn 121985-01: the pcba controller bin&fh pyxibus was received with no signs of physical damage, fluid ingress or missing components. Pn 353844-01: the assy retractor dwr hh cubie was received with torn shielding and exposed copper strands. During dchu testing: pn 126265-01 5491736804: the testing from dchu was not required due to the thermal damage observed on the connector (j1) during the visual inspection. Pn 121985-01: was evaluated on an esd protected surface with a calibrated dmm and failed during the diode led3 testing. Pn 353844-01: the testing from dchu was not required due to the signs of physical damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint was identified as: a burnt pin of connector (j1) which is a sign of thermal damage on the pcba ctrl mini drawer pyxibus which led to circuit instability and ultimately compromised the drawer's functionality. A faulty diode led3 on the pcba controller bin&fh pyxibus which led to circuit instability and ultimately compromised the drawer's functionality. Physical damage on the assy retractor dwr hh cubie which compromised the drawer's communication.